Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database were performed; there were no exception documents found and there were no other complaints associated with this lot.

Event description:
The account alleges that during a transseptal puncture to complete an a-fib ablation procedure, a pericardial effusion occurred. The physician had acquired access via the patient's femoral venous system with a large bore sheath and had negotiated the abdominal aorta with a guidewire and guide catheter. The transseptal needle was then inserted and positioned to align with the patient's fossa ovalis for access through and into left atrium with a coronary sinus catheter. After acquiring transseptal access [la] the patient demonstrated signs and symptoms of cardiac decompensation, pain in the lower stomach, ascites, and pleural effusion was noted. Post procedure the patient complained of exertional dyspnea [difficult or labored breathing] and vertigo, [dizziness]. The patient was also administered antibiotics post procedure. The account alleges that the patient suffered from pneumonia. It is unknown if the transseptal access needle was exclusively responsible for the pleural effusion and/or other symptoms during this procedure event.